Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that a 909712 osvii connector with antechamber malfunctioned with insufficient drainage. The valve was implemented on the (B)(6) year old female patient on (B)(6) 2015 and replaced on (B)(6) 2018. The patient presented hypertension. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records review did not reveal any anomaly that could explain the reported event. The reported complaint was not confirmed. Its root cause was undetermined. Valve underdrainage is a known patient-related complication of shunt therapy, as stated in the device instructions for use. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation with its distal catheter cut, and with a ventricular catheter. No anomaly was noted on the catheter (very clean), the valve was patent. The valve was tested and found within pressure/flow specifications. The reported complaint was not confirmed. The root cause of the reported underdrainage after 3.5 years of implantation could not be determined by the valve investigation. Valve underdrainage is a known patient-related complication of valve therapy, as stated in the instructions for use.

Event description:
N/a.